Event description:
Account states they have been getting high co2 results that are lower after calibration. Results are in the range of 35 to 50 and are 20 to 30 after calibration. One patient sample was initially 45 and repeated as 28 after calibration. No information regarding patient condition was provided. The field service rep replaced the reagent and checked the account's water system to correct the discrepancy.